Event description:
It was reported that an asymptomatic patient presented to clinic during follow up. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were suggested; however, no changes were made. Patient will be monitored.